Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when filling the cartridge with 200 units of insulin. Reportedly, there are air bubbles present in the cartridge despite many attempts to remove all of the air bubbles from the syringe. The customer's blood glucose level was reported to be into the 300's (mg/dl) with ketones, and was addressed with a correction bolus via the insulin pump. As the issue was not occurring during the time of the reported event, recommendation was made to call back if the issue reoccurs. The customer understood.